Event description:
Allegedly failure of the lengthening locking system.

Manufacturer narrative:
Conclusion: no device failure. The complaint was reviewed and analysis showed no trend. Lengthening test performed on returned product. Evidence that product in specification when used.

Manufacturer narrative:
The investigation is not complete. The event is addressed in the package insert. This is the same event as 1043534-2012-00337. This event occurred in (B)(6).